Event description:
Customer reportedly tested 327 mg/dl, 130 mg/dl, and 120 mg/dl on the aviva system within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported for where comparison performed.